Event description:
It was reported that the ventilator generated a technical error indicating +12 volt power failure. Ventilator was taken out of service for eval. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The monitoring pc board was found defective and exchanged. The monitoring pc board supervises the internal dc supply voltages and the alarm function in the system. The monitoring pc board was disposed and not returned for investigation. We are therefore unable to determine the cause of the reported problem. (B)(4).